Event description:
It was rpeorted two weeks post procedure that the patient reported a lesion (burn) down to the subcutaneous tissue. Lesion was on thigh where ground pad would have been placed and was not detected during surgery. Two pads were used, one for rf generator and one for the bovine unit. Unsure if ground pads were placed correctly. Physician is treating burn with wet/dry dressings. No other complications have been reported.